Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer reused sample ids that had pending results stored in the analyer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending " state. Reusing the sample ID on a different sample without completion of the original request will cause the original info to be carried forward. User error is the root cause of this event.

Event description:
A customer observed pt sample results associated with the wrong pt demographics on the vitros eci/eciq immunodiagnostic system. No erroneous results were reported. Mis-associated of pt demographics and results may lead to inappropriate physical action. There was no report of pt harm as a result of this event.